Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion messages, which were found during baxter's functionality testing, but were not reproduced during the eval. Eval found a failing upstream sensor to be causing this condition. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.